Event description:
A 6 french jr 4 guide catheter was advanced over a j tipped guidewire and coaxially engaged into the right coronary ostium. Baseline images were taken. A 0.014 pt-2 moderate support wire was advanced through the catheter across the target lesions and positioned distally. Mechanical thrombectomy using a pronto catheter was performed. Balloon angioplasty was performed on multiple locations using a 2.5 x 15 mm balloon. This revealed evidence of sequential lesions in the mid and distal portion of the vessels. The distal most lesion was treated using a 3.0 x 23 mm vision stent. The mid to distal lesion was treated using a 3.5 x 23 mm vision stent and the mid portion of the vessel was treated using a 4.0 x 18 mm vision stent. Repeat images showed an optimal result. Please note that passage of the stent across the tortuous segments was aided using a grand slam wire. This was removed prior to deployment of any of the stents. On attempts to remove the pt-2 moderate support wire, significant resistance was met at the proximal end of the distal stent. Further retraction revealed a retained tip of the guidewire within the stent strut. Multiple angiographic images were then taken and multiple serial angiographic images were taken; these revealed stable position of the retained fragment within the stent struts distally. Initially, attempts to pass a fielder wire down into the distal segment was unsuccessful due to the changed "___" from the proximal stent. Given the pt's discomfort from lying on the table, contrast used, clinical and hemodynamic stability, it was elected to conclude the procedure. Final images showed timi-3 flow with no dissection, thrombus or distal wire trauma. The retained wire fragment appeared stable and non-mobile. Overall, the pt tolerated the procedure well. Apart from the retained coronary guidewire fragment, there were no complications. He was transferred to the recovery room in stable condition. On (B)(6) 2011, pt had a cardiac catheterization that indicated an occluded rca. Pt underwent coronary bypass surgery to the right coronary artery. Discharged on (B)(6) 2011 in good condition.